Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant on the right ventricular lead the patient experienced asystole. The patient was required to have a temporary pacemaker placed, and the procedure was then completed. There were no additional adverse patient effects.